Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a thrombectomy procedure using indigo system aspiration catheter 6 (cat6) and non-penumbra sheath. During the procedure, the cat6 became kinked at the hub as the physician advanced it through the sheath and, therefore, the cat6 was removed. The procedure was completed using a new cat6. There was no report of an adverse effect to the patient.